Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 471 mg/dl at the time of the incident. The customer's current blood glucose level was 218 mg/dl. The customer treated with manual injections. Customer also reported the sensor had connection issues with the transmitter not finding the signal. The customer declined troubleshooting. The sensor will be returning.